Event description:
It was reported that the battery remaining in this device has decreased down to 13% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product explant. There were no additional adverse patient effects. It was reported that the battery remaining in this device has decreased down to 13% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device was explanted. There were no additional adverse patient effects. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.